Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator would not connect with angio-seal sheath, when being used on the patient. They pulled a different angio-seal out of the same lot, and it did not connect either. Hemostasis was achieved with manual pressure and there was no blood loss. The procedure for the patient was a left heart catheterization (lhc). There was no patient injury. Additional information was received on 15nov2023: angio-seal devices were used on the patient. Hemostasis was completed with manual compression. Additional information was received on 29nov2023: there was a sheath angiogram. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 67. Arteriotomy locator - 10. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.